Manufacturer narrative:
Software evaluation is currently in progress.

Event description:
A site representative from the operating staff reporting that during an ent case, the emitter was not being recognized. The emitter had red status. Medtronic representative walked through troubleshooting, the system re-booted and the issue was resolved. The surgeon continued the case with the use of the fusion navigation system with no impact on the patient outcome.